Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device batch was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to 24 atmospheres as per mustang specification with no leaks noted. No issues were identified with balloon inflation or the balloon material. A visual examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified a shaft kink 2mm proximal from the proximal balloon bond. The shaft was also noted to be stretched in different locations along the shaft of the device. A visual and tactile examination identified no issues with tip of this device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient status was stable. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. The balloon ruptured on the third inflation at 20 atmospheres for 1 minute. The device was pulled back and removed from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient status was stable. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. The balloon ruptured on the third inflation at 20 atmospheres for 1 minute. The device was pulled back and removed from the patient.